Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. A pusher wire, introducer sheath and main coil were returned. Pusher wire and main coil were interlocked within introducer sheath, coil was semi inside of the introducer sheath. The pusher wire was inspected, no damages were noticed. The coil was inspected and it was kinked and stretched. No more damages were found in the returned device. Microscopic inspection was performed on the pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection on the main coil was performed. The zap tip was inspected and no damages were found. The interlocking arm was detached. Dimensional inspection revealed that the device met specification.

Event description:
Reportable based on device analysis completed on 02feb2022. It was reported that the interlocking arm part did not come out from the tip of the hoop and the interlock could not be advanced within the microcatheter. A 10mm x 30cm interlock coil was selected for use. The device was hydrated intermittently. However, during the procedure, part of the coil comes out of the hoop, but the locking arm part did not come out from the tip of the hoop. Furthermore, the interlock could not be advanced within the microcatheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached.